Event description:
On (B)(6) 2013, patient's fiancé reported the buttons on the infusion device work intermittently and the screen freezes. The buttons will occasionally function when pressed hard or wiggled. The infusion device was not dropped on a hard surface. The patient has experienced hyperglycemia of up to 400 mg/dl due to this issue, and his target blood glucose is 80-120 mg/dl. He treated hyperglycemia by delivering insulin injections. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified. The problem mentioned by the customer could not be reproduced. All buttons were tested successfully.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.